Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose values of 49, 52, and 151 mg/dl when all tests were performed within 5 minutes on the compact plus system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.